Manufacturer narrative:
B3: event date is unknown. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they didn't think their stimulator was working. Patient stated they had been having a lot of problems lately with leaking and they wondered if the stimulator wasn't working altogether. Patient also mentioned that they couldn't get the same amplitude and voltage on the new one that they had on their previous stimulator, and that they had a hard time finding settings that work for them. Patient mentioned they could feel the vaginal stimulation when once in a while, but they hadn't felt that in over a year. Patient states that they didn't mind not feeling the stimulation because it was not comfortable. Patient services asked patient if they had been able to get connected to their implant and they said they tried last night and this morning and they got a message that said, "unable to read device" or something along those lines. Patient's husband tried to connect to patient's implant during the call and they continually received a "device not responding" message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed that device is possibly reaching eos. Additional information was received from a healthcare professional (hcp). When asked about the device not working, they stated that the patient had turned the device off for a procedure and was then unable to turn the device back on. There was no response from the transmitter. It was unknown if this was caused by normal battery depletion. The cause of the issue was unknown and the patient was scheduled for a battery and lead replacement. This was not yet resolved. When asked about the cause of the ins not getting the same voltage/amplitude as the previous device they stated that the cause was not known but was likely due to the battery being dead. This had not yet been resolved. When asked about them not feeling stimulation they stated that the cause was unknown and not able to be determined at this time however that it was most likely due to the battery being dead. This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the issue was due to normal battery depletion. The patient is scheduled for removal/replacement on (B)(6) 2024.